Event description:
Note: boston scientific corporation was made aware of this event through various legal documents. An hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, "patient suffered from cervical scarring, fatigue and bleeding". Despite several attempts to obtain additional follow up, there is no further info regarding this event.

Manufacturer narrative:
Since the lot number was not provided, the expiration and manufacturing dates are not known. The suspect device has not been returned; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filled.